Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l37982), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via personal interaction that during an unknown procedure, the surgeon tried to insert a 4.5 healix advance br 3 suture anchor w/ orthocord with the help of a cannula. When the anchor passed the cannula¿s valve, the tip of the anchor broke. S/he did not insert the anchor at a damage-causing angle or did not put much load on it. No fragment was left in the patient's body. The procedure was completed with a replacement. No surgical delay or patient consequences reported. Additional information provided by the affiliate reported the device cannot be returned for evaluation and additional details are unknown.